Event description:
Customer reported that the alarm will not sound when pressure is removed from the sensor pad. When the sensor pad is removed from the alarm, then it alarms. Customer then tested the alarm with another sensor pad. Customer thinks the alarm is working intermittently. There are no visible damages to the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation results: - the reported issue was not confirmed. Evaluation of the returned product revealed that the unit powers up with batteries and sounds as it should. The unit passes all functional tests. There is corrosion on the battery springs due to battery leakage. The battery compartment shows battery acid leakage and corrosion. There was no physical damage to the unit case. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).